Event description:
It was reported that a steam pop occured. The target lesion was located in the right atrium of the coronary sinus. A 7x110x2.5x7-4 blazer ii htd was selected to ablate the lesion. During the ablation procedure, the physician felt that the catheter became hot and saw a light came out of the handle. Electrogram was done post procedure and it was observed that there were no indications or evidence of any problems but an audible steam pop was noted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. The returned device does not have visual defects/failures. The ablation was verified using the maestro generator 3000 and it was found within specifications. An electrical test was performed using multimeter and the device was found within specifications. No opens or shorts were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a steam pop occurred. The target lesion was located in the right atrium of the coronary sinus. A 7x110x2.5x7-4 blazer ii htd was selected to ablate the lesion. During the ablation procedure, the physician felt that the catheter became hot and saw a light came out of the handle. Electrogram was done post procedure and it was observed that there were no indications or evidence of any problems but an audible steam pop was noted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is fine,